Manufacturer narrative:
The investigation of positioning issues and hemolysis has been completed. The impella device was not returned for evaluation. Clinical reports that the patient¿s PICC line was entrained in the inlet of the impella and pulled out along with the impella. The cause of the removal issue was most likely an interaction with another device as the PICC line was entrained in the inlet of the rp flex during explant and was removed along with the flex. Fm was changed from positioning issues to removal issues as the pump was planned to be explanted when the PICC line issue occurred. Product was not returned. There is a field image from explant of the PICC line in the flex inlet. It was stated that this was a recreation of how the PICC was found in the flex upon explant and is accidentally backwards in the recreation. Failure mode temporary pump stop was added per review of the data logs. The cause of the hemolysis was not determined since product was not returned and lack of clinical information. The cause of the temporary pump stop was not determined since product was not returned and lack of clinical information.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced hemolysis. The patient was also on dialysis with no urine output. The cause of the hemolysis was unknown however, it may have contributed to the explant of the impella. Additionally, the PICC line/central line became entrained in the inlet. The impella was removed, and PICC line was pulled out with the impella.